Event description:
Mother of infant was in semi-fowler's position in bed with infant in arms. Side rail of bed was in up position. Infant rolled over side of mattress and landed on floor. Side rail is attached to frame of bed and remains in same horizontal position when head of bed is elevated. Side rail offers no support when head of bed is elevated.